Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized or treated for peritonitis. At the time of this report, the patient had recovered from peritonitis and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2, b3, b5, b6 and b7. B5: upon follow-up, it was reported that the patient was hospitalized for the first time due to bacterial peritonitis manifested by cloudy fluid and was treated with unspecified medication for the event. At the time of this report, the patient was discharged from the hospital and recovered from the events (on an unknown date). The patient's pd therapy was discontinued on an unspecified date, and they were transitioned to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.